Event description:
A surgeon reported that he exchanged bilateral intraocular lens (iol) implants two years following the original implant surgeries due to unk malfunctions. Add¿l info has been requested. There are two medical device reports for these associated events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg. Not enough info was provided from the reporter to properly complete an investigation. Add¿l info has been requested by phone, fax, email and mail on 10/26/2012, and 11/06/2012. A completed questionnaire has not been received. (B)(4).